Event description:
A customer contacted global technical service (gts) regarding a system error 2240 during dwell. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. A bag disconnected. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. The solution was provided over the phone. No injury or medical intervention has been reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.